Event description:
The user stated they received erratic calcium and creatinine results. Calcium results for one sample were provided with an initial result of 4.4 mg/dl, repeat result of 9.7 mg/dl. Creatinine results for one sample were provided with an initial result of 5.0 umol/l, repeat result of 10.1 umol/l. The user refused to provide if the patient results were reported or if there were any adverse affect to the patients, hospital admissions or treatment. The calcium and creatinine reagent lot numbers were not provided. The field service representative determined sample probe 3 was clogged and was not aspirating and dispensing correctly. He replaced sample probe 3 and verified the analyzer operation by running calibration, qc and patient sample with consistent valid results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.